Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice (hc) device. The system error occurred on (B)(6) 2010. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). A system error 2240 was found during a review of the event logs of the homechoice device. The sample was not available and not enough data is available within the complaint to identify the root cause, therefore, the cause of the alarm was not determined. Since the lot number is unknown a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).